Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the patient received the following results within 15 minutes: at 2:24 p.m. 123 mg/dl (system 1), at 2:27 p.m. 292 mg/dl (system 1) , at 2:28 p.m. 224 mg/dl (system 1), at 2:31 p.m. 131 mg/dl (system 1), at 2:33 p.m. 144 mg/dl (system 1), at 2:43 p.m. 221 mg/dl (system 1), at 2:47 p.m. 137 mg/dl (system 1), at 2:33 p.m. 144 mg/dl (system 2), at 2:40 p.m. 130 mg/dl (system 2), at 2:43 p.m. 221 mg/dl (system 2), and at 2:45 p.m. 101 mg/dl (system 2).